Event description:
Customer reported device memory cleared while it was downloading data using a specific software version using a certain universal cable. Customer stated device memory was erased two months ago. A request was made for return product and replacement product was sent.